Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured with less than the rated burst pressure (rbp). The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.